Event description:
The customer reported that the system shut down in the middle of a case and then would not boot back up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug screws were retightened. The system was then found to be operating as intended.